Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
Customer reported via phone call, the insulin pump got wet while he was kayaking and the device had alarmed button error. The device was unresponsive for 20 minutes and the buttons are responding. He didn't know what his blood glucose level was at the time the alarm occurred. The buttons have intermittent button response and is not allowing him to select the utilities menu. He was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.